Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer was failed to open and not detected on bus. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 3.2 was not detected on the bus. A field service engineer (fse) checked all connections on the unit but could not identify any physical issues. The fse replaced row c tray. After the replacement, all relevant tests were successfully completed in hardware test application, and the customer confirmed they were able to access the storage space without any issues. The system functioned as intended after the field service engineer repaired the device.